Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. During service evaluation the device alarmed for a false downstream occlusion due to the downstream tubing guide being out of specification. The downstream tubing guide was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false downstream occlusion. No additional information is available.